Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 4700 pericardial patch, implanted for two (2) years and one (1) month was found severely deteriorated. It was noticed at the redo open-heart surgery for hematoma expansion around the patch. The patch was covered in a cream-colored purulent substance. There was no symptom. The 4700 patch will not be returned for evaluation as it was sent to pathology at the hospital. The surgeon commented that the possibility that the patient had history of infection cannot be ruled out, but the patient has no recollection of having a fever after the initial surgery or culture performed at the kumamoto chuo hospital was negative. No photo or imaging was provided from the customer. The customer asked what the cause of the severe deterioration could be when bacteria were not detected. The customer question was informed to japan surgical marketing department. The device was initially implanted at a different hospital (saiseikai kumamoto hospital), and the medical record are unknown at the moment. The 4700 patch was used to repair bleeding from the needle holes which were made on the unknown graft at the ascending aorta replacement.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. Device history record (DHR) review is unable to be performed as no lot/serial number was provided. Based on the limited information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined, however, patient factors likely cause or contributed to the event.